Manufacturer narrative:
The insulin pump passed functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, software error detected alarm was found in the insulin pump history due to software error. Hardware low level failure error alarm was confirmed in the insulin pump history due to software error. The insulin pump was received with scratched case, pillowing keypad overlay, serial number label fading and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed for an error. The blood glucose reading was not known. It was advised that the customer revert to a backup plan per a health care professional's instruction. The insulin pump will be replaced and returned for analysis.